Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit- customer tim called in for help they replace the main battery on unit ad the battery will not charge, customer also report they chg the battery more then once will not charge, they are used carefusion batteries. He also said they replace the power cord on the unit same issue. Explain to customer the problem is the power supply board and if that does not resolve the issue he has a main board problem will need to be replaced.